Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned expired (open for more than 6 months) - unable to test. Most likely underlying root cause: mlc-6- passed expiration date (B)(4). The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: manufacturer contacted customer on 12/12/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 82mg/dl. The expected fasting blood glucose test result range is 80-110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the livingroom. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/28/2017 and open vial date is greater than 6 months. The meter memory was reviewed for previous test result history: result 1:86mg/dl date:(B)(6) 2017 time:8:15am fasting, result 2:109mg/dl date:(B)(6) 2017 time:8:54am fasting, result 3:82mg/dl date:(B)(6) 2017 time:10:12am fasting, result 4:105mg/d ldate:(B)(6) 2017 time:11:44am fasting, result 5:95mg/dl date:(B)(6) 2017 time:10:49am fasting.